Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device displayed a "check pags" message. Complainant indicated that the clinician reapplied pressure to the pads, pressed the charge button, but the device did not deliver the shock. The clinician indicated that while the unit was fully charged, the pressed on the pads and the unit delivered the shock on it's own and were able to feel a portion of the energy that was being delivered to the patient. Complainant did not indicate that there was any adverse effect to the patient or the user due to the reported malfunction.